Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) serial# unknown: product type programmer, physician product ID (B)(4) serial# unknown: product type software if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 1200mcg/ml fentanyl at 399.6mcg/day, 200mcg/ml clonidine at 66.55 mcg/day, and 40mg/ml bupivacaine at 13.310mg/day via an implantable infusion pump for non-malignant pain, and rsd/causalgia-complex regional pain syndrome. It was reported that the healthcare provider (hcp) was aspirating more than was expected at refills. A dye study was done and was normal and no problems were encountered during the procedure. It was reported that after the dye study they primed the pump tubing and catheter. The rep was told that only the catheter needed to be primed so the rep went to discontinue the priming bolus for patient safety. No further complications were anticipated/reported.